Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular sense channel. This noise was sensed by the device, and resulted in 2 non-sustained tachy episodes, as well as brief periods of pacing inhibition. No symptoms were reported. A guidant technical services (ts) consultant evaluated the stored electrograms associated with the episodes, and suggested myopotential oversensing as the source for the noisy signals. Ts discussed troubleshooting and programming options to correct.